Manufacturer narrative:
The subject stretcher was not returned for evaluation; however, the reporting customer is an authorized field technician trained to evaluate and repair the subject stretcher. Replacement springs were provided to the customer for completion of the needed repair and to return the stretcher to service.

Event description:
The end user reported the catch bar did not engage with the hook during a patient transport. The patient was not injured; however, a crew member was. Details of the alleged injury was not provided.

Event description:
The end user reported the catch bar did not engage with the hook during a patient transport. The patient was not injured; however, a crew member was. Details of the alleged injury was not provided.